Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The report suggests that the set separated below the drip chamber during a blood transfusion which resulted in a leak. No additional information received. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Correction on initial report: after further review, this file is deemed not reportable because the event was identified during priming and no patient involvement.